Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited high capture threshold in all pacing configurations and implant locations with loss of capture noted. Additionally, the patient experienced discomfort due to phrenic nerve stimulation when the lv lead was capturing in some pacing configurations at high output. The physician elected to abandon the implant of the lv lead; the patient was implanted with a single chamber implantable cardioverter defibrillator (ICD). The patient was in stable condition.